Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Event description:
Patient reported a right side "deflated", "leak at upper part", "even less than was yesterday". Healthcare professional later confirmed a right side deflation and "needle poked to remove saline". Device has been explanted.

Event description:
Patient reported a right side "deflated", "leak at upper part", "even less than was yesterday". Healthcare professional later confirmed a right side deflation and "needle poked to remove saline". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on posterior assessed as fold flaw opening. Deflation-ndr: not applicable as the event is not related to the device. Use error: observed an opening on posterior and anterior assessed as surgical damage per rga. Additional observations: crease fold and wear abrasion observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side "deflated", "leak at upper part", "even less than was yesterday". Healthcare professional later confirmed a right side deflation. Device remains implanted.